Manufacturer narrative:
The customer contacted the customer care solutions center for support. A new telemetry system was installed at the (B)(6) campuses to assist with the remote telemetry monitoring for the grenada site per the customer. The (B)(6) site had patient ecgs monitored by telemetry technicians at the (B)(6) site. The customer described that the patient in question had her ECG alarms turned off at 08:50 and the patient coded and expired at approximately 18:50. Only at that time was the patient described to have been a dnr to the monitor technician. The customer wanted to know who turned off the ECG alarms and why as they were unsure if this was done due to the fact that the patient was a dnr or not. They were also not aware of why the dnr status was not communicated to the technician. The customer did not request onsite evaluation of the product; they only wanted to have the clinical audit logs reviewed to determine where the actions took place. The customer's product remains in use. The customer has been provided with information regarding log findings. No malfunction occurred. A review of log data found the alarms had been disabled as a user request at the information center named ghicusurv1 at 08:50 and were turned on again at 18:21. No further action or investigation is warranted. Serial number is unknown.

Manufacturer narrative:
Patient information has been requested, but was not available at the time of this report. A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips with a request for assistance in retrieving information after a patient death occurred. The customer said that on (B)(6) 2017 the patient in bed 2 coded and expired at 18:30 and no alarms were provided because alarms were turned off. A patient death occurred.